Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. Before use, during the test, no image appeared